Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report multiple motor error alarms and high blood glucose levels. The customer's blood glucose reading was 434 mg/dl. The customer treated with the insulin pump. The customer stated the alarm occurred during a bolus. The customer found 2 motor error alarms in the alarm history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and a21 error test. No motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump passed all operating currents tested within the specification range and passed off no power test. However, the insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.